Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2012, this pt underwent an endovascular procedure using gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The trunk-ipsilateral leg component and iliac extender component were inserted from the left iliac artery and successfully implanted. Then a contralateral leg component was inserted from the right side. After the device was deployed, the physician pulled the delivery catheter back to remove, however, the delivery catheter became stuck. Therefore, the physician exerted force to remove the catheter. At that time, he found the leading end of the catheter was separated from the rest of the delivery catheter. The physician removed the fragment remaining on the guidewire by using a snare catheter. The procedure continued and the pt tolerated the procedure.